Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user and spouse reported that two meal announcements were accidentally entered into the ilet. The user¿s blood glucose (bg) was 92 mg/dl with a stable trend at the time of the call. The agent confirmed the duplicate meal entries in the report and reviewed proper treatment procedures. A follow-up confirmed bg remained stable and the user did not experience a low. The user believed they may have accidentally pressed buttons while waking up. Blood glucose (bg) was unaffected. No symptoms were experienced, and no medical intervention was required at the time of call.